Manufacturer narrative:
Device evaluation: the device was returned for investigation, without its original packaging inside a (B)(6) bag. A visual inspection and functional test were performed. During the visual inspection, we observed between the filter and tube detached. The complaint was confirmed. The root cause is lack of solvent by not followed to procedure during the manufacturing process. Awareness notification was made to production personnel in order to explain the importance to adherence or following in the manufacturing procedure on (B)(6) 2021.

Event description:
It was reported the device's tube attached to the cassette has become loose on the filter. No patient injury was reported.